Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system during implant surgery. The damage was noticed after the lens was inserted into the eye. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.